Event description:
Patient reported a unilateral left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported a unilateral left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: observed wear abrasion on the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.